Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day of onset, the patent was hospitalized. One day after hospitalization, the patient began treatment with an injection (inj.) Of vancomycin (1 gram, after 5 days) and inj. Of ceftazidime (500 mg, alternative days) for the peritonitis. The patient was discharged from the hospital four days after admission and was recovered from the event. At the time of this report, antibiotic treatment and dianeal therapy was ongoing. No additional information is available.